Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose levels. The customer states they received no delivery alarm, and had high blood glucose levels. The customer's blood glucose level at the time of incident was 352mg/dl. The customer's current blood glucose level is 383mg/dl. The customer states they treated high levels with the pump. Troubleshoot was conducted. The customer was advised that the device was found to be operating as design. Towards the end of the call the customer mentioned their blood glucose levels had risen to 427mg/dl. The customer was advised to visit the emergency room, due to the high level pattern they have been having. The customer will call back with a follow up.